Manufacturer narrative:
Lot history review indicates no related component of mfg problems and no prior product complaints of similar nature. The catheter was flushed with colored water and two leaks were located 5.4cm and 11cm distal to the hub-tubing joint. Under magnification, the edges of the leaks are clear, sharp, and shiny, and the cut surfaces show diagonal striations across the surfaces. Colored water is also visible through partial cuts in the inner wall of the catheter tubing and the tubing is permanently rippled in the damaged area. These signs indicate the catheter was cut by the guidewire. The instructions for use for this device indicates that, when removing the guidewire, it is very important to hold the hub down on the skin and exert a steady, gentle force, pulling the guidewire out along the same plane, parallel to the skin. The catheter should not be held with forceps while removing the wire and the wire should not be pulled vigorously or suddenly.

Event description:
During an infusion of normal saline after placement of the catheter, leakage was noted from the catheter exit site and along the catheter tubing. The catheter was removed and replaced. No pt injury was reported to have occurred.